Event description:
It was phoned in by the hospital that they experienced a balloon rupture of the intraclude aortic device, icf100 while the device was in use. No stated patient injury.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and a kink was found just below the trifurcation hub of the catheter. The tip of the device was still inside the hemostasis valve of the arterial cannula. Dried blood was visible inside the balloon after it was removed from the hemostasis valve. An attempt was made to inflate the balloon with 35 cc of water and a pin hole was found on the balloon when injected with 35 cc of water. It is not known what caused the pin hole in the balloon of the device. No defect with the balloon was reported during the preparation of the device in which the balloon is inflated. The hold in the balloon most likely happened during the use. What caused the pin hole in the balloon could not be confirmed. Since the root cause of what caused the pin hole in the balloon during use cannot be confirmed, no corrective actions are being taken at this time. A review of manufacturing records showed no nonconformances associated with this device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.